Manufacturer narrative:
Block h6 has been updated e1301 dysuria and e1007 constipation. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The device code a1502 is being used to cover the reportable device malfunction of gel misplaced non-vascular.

Event description:
It was reported that after the spaceoar placement procedure last month, it was reported that the hydrogel migrated inside the rectal wall. The placement was confirmed by performing magnetic resonance imaging (MRI) one week later. The patient has experienced difficult urinating and defecating, despite that had completed twelve radiation treatments as schedule, these symptoms were reported as related to the device. The physician stated that the target was punctured again two or three times, therefore, it is likely that the hydrogel leaked out through the punture route and went into the rectal wall. The patient has completed the treatment, and the patient is no longer reporting symptoms.

Event description:
It was reported that after the spaceoar placement procedure last month, it was reported that the hydrogel migrated inside the rectal wall. The placement was confirmed by performing magnetic resonance imaging (MRI) one week later. The patient has experienced difficult urinating and defecating, despite that had completed twelve radiation treatments as schedule. The physician stated that the target was punctured again two or three times, therefore, it is likely that the hydrogel leaked out through the punture route and went into the rectal wall.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: the device code a1502 is being used to cover the reportable device malfunction of gel misplaced non-vascular.